Event description:
It was reported by service report that the scale is inaccurate and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Missing power prong.